Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that the stent was undersized post deployment. In (B)(6) 2012, the patient presented for a planned coronary angiography with known coronary artery disease along with chest pain and back pain which was diagnosed as acute inferior st-elevation myocardial infarction. The patient was referred for cardiac catheterization which revealed an 80% stenosed de novo lesion located in the 1st right posterolateral branch (rpl), which was 14mm long with a reference vessel diameter of 3mm. The lesion was treated with predilation and placement of a 2.75x16mm ion stent. Following post dilation, residual stenosis was 10%. The second target lesion was located in the totally occluded, long and de novo proximal right coronary artery (rca), extending to the mid rca with 100% stenosis and was 30mm long with a reference vessel diameter of 4mm. The lesion was treated with predilation and placement of a 3.50x32mm ion stent. Following post dilation, residual stenosis was 0%. Two days later the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with complaints of dyspnea. The patient had an abnormal stress test and was diagnosed with ¿undersized ion stent" in the mid rca and 75% stenosis in the left anterior descending artery (lad). The undersized previously placed ion stent located in the mid rca was treated with balloon angioplasty using a 4x20mm and 4.5x20mm nc quantum balloon, resulting in 0% residual stenosis. The event was considered resolved without residual effects. Aspirin and clopidogrel were prescribed post intervention and the patient was treated as an outpatient.